Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, with a g7 sensor. Technical support provided instructions for a complete pump reset and guided the caller through the process. The error did not appear again after the pump reset, and the caller was able to successfully start their sensor session. There was no adverse impact on the customer's blood glucose level.